Manufacturer narrative:
The device had the cannula assembly fully deployed, and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 778 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The bottom housing, cannula window, and seals were checked for damages and no issues were observed. The cause of the reported improper insertion could not be conclusively determined.

Event description:
It was reported that the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. It was noted that the pink slide did not move forward; the cannula did not insert correctly into the infusion site but was visible upon removal. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.